Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was not working properly. A replacement surgery was performed and during the procedure the right cylinder was found to be torn. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 inflatable penile prosthesis (ipp) cylinder underwent a thorough analysis. The cylinders were visually and microscopically examined, and both had folds on the cylinder body. The inner and fabric tubing of one of the cylinders were torn off from the proximal end of the body based on the information available and analysis results, the damaged identified in the cylinder could have caused or contributed to the reported clinical observation of mechanical issues and perforation of device.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was not working properly. A replacement surgery was performed and during the procedure the right cylinder was found to be torn. There were no patient complications.